Manufacturer narrative:
Device unique identifier (UDI) # (B)(4). Approximate age of device ¿ 3 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted for an elevated lactate dehydrogenase (ldh) level over 500 u/l. The patient was started on heparin and the ldh returned back to normal. A ramp study was not revealing of any issues, the patient's plasma free hemoglobin levels were in the teens, and a urinalysis was negative. The patient was discharged. Several weeks later when the patient returned to the clinic, it was discovered that his ldh was over 900 u/l. A urinalysis showed large amounts of blood and the plasma free hemoglobin was 31.9 g/dl. A ramp study showed the left ventricle cavity size did not change with speed adjustments. The patient was started on heparin, but the ldh levels worsened and measured as high as 1300's u/l. A pump exchange was performed on (B)(6) 2015. It was reported that the patient did not have definitive parameters of pump dysfunction with regards to the lvad, and no alarms were reported.

Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient's pump was disposed of by the hospital.